Event description:
It was reported that during an unknown procedure, the tip broke off into the patient. The tip was recovered and removed. The procedure was completed with other device. There was no patient consequence.